Event description:
MFR received a medwatch report: "resident had been assisted into bed at approximately 7:00 pm. Was found by trained medication aide at 9:05 pm with body on floor and head wedged between side rail and mattress. Resident was deceased."